Event description:
A nurse reported that during vitrectomy surgery, the main pedal on the footswitch was not working. The staff, unsuccessfully, attempted to reset the system. Following a surgical delay of 30 minutes, a second system was located and used to complete the procedure. There was no harm to the pt.

Manufacturer narrative:
The facility did not request service, however a replacement footswitch was ordered. The exchanged footswitch is returning for in-house eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).